Manufacturer narrative:
Device is a combination product. (B)(4). Promus element plus mr ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal strut segment 1 was lifted slightly. The remainder of the stent was undamaged. The undamaged outer diameter was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 22-nov-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 75% stenosed, 12x2.50mm, concentric and the de novo target lesion was located in the moderately tortuous and severely calcified angulated mid right coronary artery (rca). The lesion contained between a 45 and 95 degree bend. Predilation was performed with a 1.50x9 balloon catheter but there was still a waist. A 2.50x16mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion and even buddy wire did not help. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.